Event description:
The user received a questionable creatinine result for one patient sample. The initial creatinine result was 2.94 mg/dl and was reported outside the laboratory. On (B)(6) 2011, a second sample from this patient was received and tested on cobas c501 (B)(4). The creatinine result was 1.35 mg/dl. The sample from (B)(6) 2011 was then repeated and the creatinine result was 1.35 mg/dl. The sample from (B)(6) 2011 was repeated and the creatinine result was 1.40 mg/dl. The patient was not treated based on the erroneous result and was not adversely affected. The creatinine reagent lot number was 64406601. The field service representative determined there was a problem with the reagent delivery. He replaced the cassette and the user performed monthly maintenance. To verify the analyzer operation, there was a successful run of the discrepant patient sample and a successful precision run by the user. Upon further review of the data provided, it was discovered the user also received a questionable ion selective electrode (ise) potassium result for the same patient sample. The initial potassium result was 4.08 mmol/l and was reported outside the laboratory. On (B)(6) 2011, a second sample from this patient was received and tested on cobas c501 (B)(4). The potassium result was 4.14 mmol/l. The sample from (B)(6) 2011 was then repeated and the potassium result was 4.77 mmol/l. The sample from (B)(6) 2011 was repeated and the potassium result was 4.19 mmol/l. The lot number of the potassium electrode was not provided. The user declined any further service visits for the potassium issue.

Manufacturer narrative:
A specific root cause for the erroneous potassium result could not be identified. The investigation for the issue with creatinine is ongoing. No adverse event was reported.

Manufacturer narrative:
The investigation was not able to determine a specific root cause for the creatinine issue as reaction kinetics were not provided for further investigation. Based upon information provided, pre-analytical debris in the sample is assumed to be the root cause of the issue. The customer used plasma, lithium heparin tubes which are known to contain cellular debris and platelets in the supernatant. Heparin plasma can also contain fibrin which is formed due to incomplete anticoagulation. Disease state and medication can both diminish the efficacy of heparin activity and lead to increased fibrin formation and microclots. In addition, the centrifugation recommendations of the tube manufacturer should be followed strictly. An analyzer issue was not suspected as performance data was acceptable. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.